Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that he had an infection from the pain pump. When asked when the infection occurred, he stated that he didn¿t remember. He stated that it happened right after they put it. He stated that he blew up like a tire and the infection traveled from the front to the back and they had to remove all of the equipment.